Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager for refrigerator needed to be placed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager for refrigerator needs to be replaced. A field service engineer obtained the box from the manager¿s office and attempted to attach the remote manager; however, later realized that the hasp was missing and had not been removed from the old refrigerator, at which point an adjustable hasp was needed and the part would have to be obtained upon revisiting. During the follow-up visit, after completing repairs and adjustments on the door hasp, fse inspected the refrigerator again and confirmed that it was functioning properly, and the customer preferred that no further adjustments or repairs be performed. Although the original plan was to replace the hasp with an adjustable one, the refrigerator continued to work without any failures, and the customer was satisfied with the current setup. The system functioned as intended after the field service engineer repaired the device.